Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received ten shocks. The patient complained that this device was incorrectly set. Boston scientific technical services (ts) referred the patient to the physician. Additional information obtained from the field representative indicates that the patient and the device were checked and that device delivered 6 inappropriate shock therapies. There was therapy exhaustion occurred and device was reprogrammed. This ICD still remains in service. No adverse patient effects were reported.